Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump infused the medication (serum-dw 45% 500ml) and at the end the alarm did not sound that it was over. This occurred during infusion in the pediatric area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d1, d3, d4: unique identifier (UDI) #. Additional information: d9, g4, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A review of the event history log for the reported event date found an infusion of "IV fluid nss (0.9%)" was programmed in the "emergencia pediatria" care area. The rate was 450 ml/hr and vtbi was 450 ml. The programmed and reported parameters do not match exactly. A secondary infusion was also programmed on the event date. Upon completion of the secondary infusion, a "secondary inf complete" message, and the pump continued at the primary rate. Upon completion of the primary infusion, an "infusion complete" message occurred and the pump continued at the kvo rate of 5 ml/hr. Per the spectrum operator's manual, 41018v0800 page 63: "secondary callback is an audio and visual notification at the completion of the secondary infusion. During this time, the infusion will infuse at a kvo rate of 1 ml/hr and cannot be changed. The master drug library allows secondary callback configuration as required, optional, or never." If "never" is selected in the library, the pump will continue at the primary infusion rate upon completion of the secondary infusion. The history log review revealed that the pump recognized completion of the primary and secondary infusions. No abnormalities and the pump functioned as intended per the history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.